Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported slda in this incident appears to be due to patient morphology/pathology (large flail). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report a single leaflet device attachment (slda). It was reported that the mitraclip procedure was to treat degenerative regurgitation (mr) with a grade of 4. There was a large flail present. One clip was successfully placed and the mr grade reduced to 2. There was no reported movement of the first clip; therefore, an attempt was made to place a second clip to further reduce the mr. The grasp was quick, without issues, the clip was deployed; however, during deployment, the clip had a single leaflet device attachment (slda) from the anterior leaflet. A third clip was advanced and deployed lateral to the slda clip for stabilization, reducing the mr to <1. The patient was stable post procedure. No additional information was provided.